Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
No guide wire at the system outlet. Stent issue at launching time. Surgeon used a 6-b instead on the same patient and no issue. The issue seems to affect only 8-b "as per cc form": hard pistol trigger - difficulty releasing the stent - blocked trigger - broken pistol system evolution implantation of a 6cm evolution stent in the same procedure - no placement problems

Manufacturer narrative:
Device evaluation the evo-fc-10-11-8-b device of lot number c2270477 involved in this complaint was returned for evaluation, not in its original packaging. With the information provided, a physical examination and document-based investigation was conducted. The device related to this occurrence underwent a laboratory evaluation on the 20 may 2025. Refer to ¿examination of returned device¿ section for lab attendance and notes. The returned device lab examination findings and observations can be referred through attached photos. On evaluation of the device, the following was observed: visual inspection: polyimide and stent partially exposed at tip and polyimide is kinked. 0.035inch wire guide won't pass kink in polyimide. Red safety tab not returned. Safety wire in place but broken at flla adapter. Red shuttle past ponr handle shell separating at proximal end. Minor kinks observed at approx. 43cm and 62cm from white tip. Functional inspection: handle actuating fine for deployment and recapture. Unable to remove safety wire. Handle opened to internally inspect device. Sheath tube separated from shuttle cap, all other components intact. The reported failure was observed. Manufacturing records review: prior to distribution all devices are subjected to a visual inspection and functional inspection to ensure device integrity. Based on the information available to date, there is no evidence to suggest that there are any manufacturing issues associated with lot number c2270477. A review of the manufacturing records did not reveal any discrepancies that could have contributed to this complaint issue. Historical data review: the review of the relevant manufacturing records confirms the failure mode has not previously occurred for this work order. Instructions for use and/label review: it should be noted that the instructions for use (ifu0062) states the following: ¿if the package is opened or damaged when received, do not use. Visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use.¿ there is no evidence to suggest that the customer did not follow the instructions for use. Image review an image was not returned for evaluation. Root cause analysis a definitive root cause could not be determined as the circumstances of use cannot be replicated in the laboratory. A possible root cause could be attributed to difficult patient anatomy. It is possible that during deployment, a tortuous path caused the delivery system to kink during advancement. This would put the delivery system under a lot of strain causing a build-up of pressure leading to the handle shell separation as well as the sheath tube separation from the shuttle cap. The sheath tube separation would have led to the difficulties experienced by the customer when trying to deploy the stent. From the additional information the user confirms that there was no issue with the wire guide "the problem here is the gun and no the guide wire." Therefore the user was able to pass the wire through the zip port without issue. In the lab evaluation the safety wire could not be removed as flla adapter was broken. The kink on the polyimide and the broken flla adapter would have occurred during the returns process as device was not returned in its original packaging. Confirmation of complaint: complaint is confirmed based on visual and/or functional inspection. Corrective action / correction complaints of this nature will continue to be monitored for similar events. Summary of investigation confirmed quantity of 01 x used device. According to the initial reporter, another device was used to complete the procedure. The patient did not experience any adverse effects due to this occurrence.

Event description:
Supplemental report is being submitted due to the completion of the investigation on (B)(6) 2025.